Event description:
The us complainant had a patient arrest outside in community and given cardiopulmonary resuscitation (CPR). The patient was defibrillated and intubated and return of spontaneous circulation was achieved. The patient was taken the cardiac catheterization lab and percutaneous coronary intervention (pci) was performed and an intra-aortic balloon pump (iabp) was placed. Unable to evaluate neuro status. Pupils pinpoint and fixed. The patient continued to decompensate and the decision was made to escalate the iabp to impella cp. The patient was transferred to the tertiary center on support. While on support the patient suffered a gastrointestinal bleed and had blood products infused. The family made choice to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella pump was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed. B2: date of death unknown. D6b: explant date unknown.